Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012572698 was returned and analyzed. Visual inspection was carried out. The catheter appeared intact with no visible issues besides the catheter was received without a guidewire threaded through it and a native guidewire was returned which was damaged. The slide function operates as expected, and the capture device's shape is normal, showing no unusual features. The catheter connected to a test catheter interface cable (cic) without resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms. The slide control functioned as expected with no issues. The steering function is normal, with the distal catheter tip rotating approximately 170° in both directions. Upon fully advancing the slide control to extend the guidewire lumen, no kinks were observed, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before being connected to the generator via a test cic, and therapy deliveries were successfully performed. The native guidewire could not be used due to the condition of the returned catheter. Additionally, the laboratory test guidewire could not advance through the guidewire lumen because of foreign material obstructing the returned catheter distal tip. In conclusion, the catheter failed the return product inspection due to foreign material obstructing the returned catheter distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the guidewire became stuck in the catheter. The physician was able to extend the array to withdraw the catheter. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.